Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked from an unspecified location. This was noticed during an unspecified process step of peritoneal dialysis therapy. The transfer set was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, which did not identified any issues related to the reported leak condition. Functional testing including leak and clamp function testing were performed, with no issues noted. Integrity testing was performed between the patient adapter of the transfer set and in-lab titanium adapter. There was no connection issue or leak observed. The reported condition of leak was not verified. Should additional relevant information become available, a supplemental report will be submitted.